Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was determined to be a supplemental information to manufacturer report number #2916596-2023-07651. Investigation findings will be reported under manufacturer report number 2916596-2023-07651.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was taken to operating room for repositioning of pump via left thoracotomy due to persistent low flows. The alarms resolved. The patient had no symptoms. They were still in intensive care unit (ICU) but progressing. It was further reported that from computed tomography (CT) results: (heartmate 3) placement on (B)(6) 2023 with their postprocedural course complicated by pneumonia and respiratory failure requiring tracheostomy. There was concern for left ventricular assist device kinking or malposition due to persistent low flow alarms.